Event description:
It was reported that the patient underwent surgery on (B)(6) 2005 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that on (B)(6) 2006, the patient underwent mesh revision due to pelvic pain, dyspareunia, erosion, and urinary disturbances. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat incontinence and mesh was implanted along with the concurrent procedure of total vaginal hysterectomy. It was reported that the patient underwent mesh revision on (B)(6) 2006.